Manufacturer narrative:
In spite of repeated attempts at contact, no further information was received from the practitioner after the initial report. The device was received by the manufacturer on (B)(4) 2013. Product had been resealed by the account. The product was removed from the packaging and decontaminated for physical inspection. No samples were taken for biological testing, as the product was returned non-sterile and no organism was described by the practitioner. Product inspection verified the product meets specifications. There are tears in the lens surface from decontamination handling. There are no defects in the packaging seals or vial. The manufacturing and sterilization records were reviewed with no anomalies found that could impact product sterility. The cycle validation was reviewed and found acceptable for (B)(4). There is no indication of compromised sterility or integrity of packaging. While no absolute conclusion can be drawn, the source of the infection is probably patient hygiene or handling the product in a manner inconsistent with the labeling.

Event description:
Patient indicated os contact lens was uncomfortable at fitting. Practitioner had patient rinse lens and then it felt better. The next day, the patient had the same discomfort and removed the lens. The patient then presented to the practitioner with an eye infection. The practitioner treated the infection with heavy antibiotics.